Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the down button of the insulin pump was sticky and rainbow effect on the screen. Customer¿s blood glucose level was unknown. Customer stated that insulin pump screen was hard to see. Customer stated that the battery compartment starting to be hard to close after years of use. The insulin pump will not be returned for analysis.